Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a patient experienced a two (2) diopter shift after having a glaucoma stent inserted into the eye. The patient previously wore no glasses. The surgeon commented the patient has a shallow anterior chamber. Additional information has been requested.